Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2014 with the following findings: the pump booted to the verify screen with dim pink contrast. Unrelated to the display issue, the black box revealed a time and date reset to default setting following a battery change on (B)(6) 2014 with evidence of the pump not being set to the correct time/date after a power reset event. The pump was exercised for 24 hours, the battery was removed for 6 hours, and the time and date was observed to have reset to default. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred which indicated a failure to hold a charge. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim display. This report is made based on results of investigation completed on 03/20/2014.